Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead demonstrated high pacing impedance. The rv lead was implanted; however, following the procedure and upon leaving the operating room, the rv lead exhibited intermittent loss of capture with a high capture threshold. According to the physician, the patient has a history of triple coronary artery bypass surgery and thus noted with scar tissues in the rv; this resulted in the elevated pacing impedance. The rv lead was explanted and replaced on the same day. The patient remained stable throughout the procedure.

Event description:
New information received indicates that the patient¿s right ventricular (rv) lead was not explanted on (B)(6) 2026; instead, the lead was capped.